Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they were seen at their dentist for pain in #9. The dentist found upon examination a gum abscess. The dentist recommended them to stop wearing the upper aligner for now. A letter of recommendation was provided that states in a prior dental visit the dentist conducted a comprehensive exam and recommended scaling and root planing (srp) to address periodontal health. The patient started this treatment. The patient was seen again for a limited exam with regards to pain and swelling around tooth #9. The patient was diagnosed at that time with periodontal abscess. The patient was placed on an antibiotic and the area will be re-evaluated. Until the patient returns it is advised not to move forward with aligner treatment.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.